Event description:
It was reported that the holding sleeve was not holding the screw head during an unknown procedure on an unknown date. This event did not contribute to a death or injury, whether the device was misused or not. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument and is not an implanted/explanted. According to the additional evaluation, the item was received with prongs stretched out, not holding the screw head. The item is unrepairable and the cause of the issue is unknown. According to the additional evaluation service history, no service history can be performed. The item has not been in for service. There is no information relevant to the complained condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted /explanted. The 2.4 mm holding sleeve was received in good condition but the prongs are splayed farther than normal. The 2.4 mm holding sleeve--mandibular trauma system (part 313.97) was returned with a complaint category of will not hold. The 2.4mm holding sleeve is part of the imf screw set for intermaxiallary fixation system and the system provides indirect stabilization of the maxilla and mandible following craniofacial and mandibular trauma or reconstruction. The 2.4 mm holding sleeve holds the 2.4 mm/3.0 mm cruciform screwdriver blade or the hand piece for battery powered screwdriver while the screw gets inserted. The returned part was manufactured on 03/21/2007 (lot 5478532) and is approximately 10 years old. A review of the most current revision of the documents were reviewed. The material and design is adequate for its intended use. The product was disassembled and it was evident that the prongs splayed farther apart than normal. Based on the age of the product and evaluation of returned product, it is evident that the most probable root cause is normal wear and tear over time. Additionally, the product is within design specifications and no problem found from a design standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has been received and is currently in the evaluation process. A review of the device history record (DHR) was completed and no issues were found during manufacture that would contribute to this complaint condition. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.